Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had received a noticed and noted it was sticking out. Customer had another call and stated would call back. Customer didn't provide any other details. Two attempts were made to get further information regarding the device. The device is currently not returning the device for analysis.